Event description:
It was reported that during a new system upgrade procedure the new cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were attempted implants due to observations of oversensing of the atrial signal on the ventricular channel that was causing pacing inhibition and asystole. Subsequently, the new device and lead were not used and replaced successfully prior to wound closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported intermittent sensing issues observed during implant, however analysis on the device hole in the seal plugs that was likely the root cause.

Event description:
This report is being filed with analysis details.